Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 136 mg/dl compared to a calibrated lab reading of 109 mg/dl within 10 minutes. The difference is beyond acceptable range. The pt did not receive medical attention. The customer care representative performed troubleshooting and twice the control solution test was not within range. Based on this information the event is reported as product malfunction. The test strips and control solution were replaced. Return of the test strips is expected.